Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient¿s unit was reprogrammed by a manufacturer representative, which may have led or contributed to the issue, and was reprogrammed again in order to resolve it. The patient stated that the issues had been resolved but mentioned that they also have to recharge daily. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that when they would lay down, their stimulation would increase and they would need to manually turn it down. The patient stated that this happened three times in one night. It was confirmed that the adaptive stimulation (as) feature was not enabled. It was reviewed that it was possible that from the positional movements, that the leads may be moving closer to the nerve being stimulated. It was noted that the issue started on (B)(6) 2019. The patient confirmed the exact date, as they had as turned on until (B)(6) 2019 when they met with a manufacturer representative for reprogramming of their implantable neurostimulator (ins). It was further reported on (B)(6) 2019 that the patient was still in pain. The patient stated that they had been in pain and it had been a continuing thing since they had their ins reprogrammed about two weeks prior. The patient mentioned that it ¿hadn¿t been right¿ since they were reprogrammed. The patient was redirected to follow up with their healthcare provider (hcp) for further assistance. No further complications were reported or anticipated. Indication for use is spinal pain.